Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.a ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The patient circuit was replaced which resolved the issue.

Event description:
The hospital reported that the unit was not working. There was no reported patient involvement.